Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the distal segment of the pipeline device was stuck in the capture coil and would not release. The procedure was completed using a new pipeline device. No patient injury was reported.

Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. As received the pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with both ends having slight fraying and the middle section having no damages. No other anomalies were observed. Based on the analysis findings the clinical observation was not confirmed. We are unable to definitively determine the cause for the reported experience. As the pipeline braid was observed to be fully open and released from the capture coil. It is possible that the damaged pipeline braid (fraying) may have contributed to the reported issue. However, the cause for the damage could not be determined. Per our instructions for use (IFU): ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire.¿ in addition, all devices are 100% inspected for damage and irregularities during the manufacturing process. Updated section a: patient information: added patient age added patient sex added patient weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.